Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros amon quality control result was obtained from a quality control fluid using vitros amon slides processed on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. An evaluation of daily quality control testing indicated unacceptable performance prior to service. Acceptable performance was obtained after ocd maintenance actions were performed.

Event description:
The customer complained a non-reproducible lower than expected vitros amon quality control result was obtained from a quality control fluid using vitros amon slides processed on a vitros 5600 integrated system. Lpv l2 result: 141.1 "mol/l vs expected 177" mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).